Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a non-clinical activity, the field service representative reported that the rubber seal on the circuit breaker cover was broken. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.